Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 70, catalog# 183012, lot# unk; biomet cc I-beam tray 75mm, catalog # 141224, lot# unk; series a pat std 34 3 peg, catalog# 184766, lot# unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05612, 0001825034 - 2018 - 05611, 0001825034 - 2018 - 05609.

Event description:
It was reported that patient underwent a knee arthroplasty, and subsequently had an overnight hospital stay due to increase drainage from incision. Attempts have been made and additional information on the reported event is unavailable.